Event description:
It was reported that the customer over delivered insulin. The customer blood glucose level was 191 mg/dl. Troubleshooting was performed and history confirmed customer programming. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.